Manufacturer narrative:
Correction: additional information received indicated the right ventricular (rv) lead should not have been submitted as a medical device report (MDR) as the rv lead was not the cause of the event and there was no alleged malfunction on the rv lead.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, myopotential oversensing was observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was in stable condition.